Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; one knob was missing. Analysis also found the ventricle output connector was broken. The hanger assembly action was loose and both display wires were pinched (not exposed). (B)(4).

Event description:
It was reported that the external pulse generator (epg) was missing the dial to change the input. The epg was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications have been reported as a result of this event.